Event description:
The device broke in the consultant's hand prior to guide wire insertion. The device was not used. This is being filed as a malfunction MDR because the device was returned with a tip separation.